Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the notch was not aligned with the coude tip. As a result, the catheter was allegedly difficult to align upon insertion. However, the patient was able to insert and use the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the notch was not aligned with the coude tip. The complainant stated that the catheter was allegedly difficult to align upon insertion. However, the patient was able to insert and use the catheter.

Manufacturer narrative:
Received a sample (coude intermittent catheter) in original packaging and observed packaging had been opened. The reported event was unable to be confirmed as the problem could not be reproduced. Visual inspection was performed on the returned sample. The position of the notch or dot on the catheter funnel was aligned with the catheter tip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the notch was not aligned with the coude tip. The complainant stated that the catheter was allegedly difficult to align upon insertion. However, the patient was able to insert and use the catheter.